Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e106 error occurred when a disconnection or short circuit of the led (light-emitting diode) unit is detected. No specific cause of the disconnection could be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e106 lamp error code when performing a white balance adjustment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light control from the video system center was not working. The issue was found during the beginning of a diagnostic procedure. The device was inspected prior to use and there was no delays in treatment. The procedure was completed using a similar device. Inspection and testing of the returned device found an e106 lamp error code when performing a white balance adjustment. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.